Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had difficulty charging the ins. The patient reported a sensation on the surface of the bare skin while they were recharging described as electrical zapping, first occurrence was date of call. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing, see knowledge article questions for additional details regarding discomfort while charging. It was unknown whether the recommended use of a thin cloth between recharger and skin resolved the sensation. The patient reports seeing recovery mode screen on the recharging app and noted they had let their ins get below 10%. Reviewed meaning of recovery mode. The patient expressed regret in getting the rechargeable ins implanted stating it is difficult for them to locate the ins. The first time was not easy, but they were able to successfully charge. Now patient will get an excellent connection and then will go back to searching. Patient cannot feel the ins under the skin. Patient also states the recharging belt does not work well for them since they prefer to lay on their side while charging due to other health issues. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2021 (B)(4) (rep, con, hcp) additional information was provided via the rep, healthcare professional (hcp) and patient. The rep reported the cause of the difficulty maintaining connection to recharge was determined to be due to device depth, and the md revised the pocket and changed the depth to a shallower depth of 1/2 inch on right buttock. Post-pocket revision the patient is able to successfully recharge the implant. The zapping sensation was only felt during recharge session, and a layer of clothing was not used. It was not clear whether that sensation resolved with the pocket revision. On (B)(6) 2021 patient called back and stated they had the revision on (B)(6) 2021. Patient wanted to recharge now and requested assistance with direction. Reviewed recommended steps to first palpate which patient did and said they can feel it. Patient then positioned recharger in belt and over implant and then turned it on. The recharger connected shortly afterwards so patient opened up recharger app and received update showing an excellent connection and the ins is at 60%.

Event description:
Additional information was received from a patient. They reported that the sensation was felt only during a recharge session. A layer of clothing was not used. They had trouble recharging. They reported conflicting information that both the entire surface was covered and that part of the surface was in contact with their skin. They stated use of the layer of clothing resolved the sensation. The belt was not used, but they then reported the belt resolved the sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.